Event description:
It was reported that after the right brain lead was replaced, post-operative impedance showed high impedance on right extension cont act 3 and high impedances on left brain lead on contacts 2 and 3. The patient experienced less than 50% therapy relief. It was stated that the location of the issue was at the device pocket; left and right side implant and at the lead/extension location. The patient¿s healthcare professional would attempt to program the device contacts functionality. If unable to achieved sufficient relief of symptoms, may discuss left lead and right extension replacement. No interventions or outcome were reported regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0lln4, implanted: (B)(6) 2014, product type: lead. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information received reported that the healthcare professional had turned both of the patient's batteries on at 0.5v on (B)(6) 2014. Impedance checks had shown there was still high impedance on contact 3 on the right side. Final settings were not available. There were no side effects noted and the patient had appeared to be receiving stimulation benefit. Additional follow-up was being done to obtain the impedance reports from the date of surgery. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot# va0lln4, implanted: (B)(6) 2014, product type lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).